Event description:
It was reported that the patient presented for the next day post op check. Upon the review, it was discovered that the atrial lead dislodged. The patient was brought back to the cath lab and the lead was repositioned. The patient was in stable condition.